Manufacturer narrative:
The patient sample was drawn in a becton dickinson vacutainer tube and was fresh when it was assayed on the analyzer. A field service engineer (fse) was dispatched to the customer's site. The fse replaced the sample probe, the reagent tubing on the a/b valve, and the tubing from the reagent probe to the a/b valve.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report one (1) erroneously low total protein (tp) result generated on their unicel dxc 800 pro synchron chemistry analyzer. The erroneous patient result was not reported out of the laboratory. There was no impact to patient treatment. The analyzer generated an "oir low" flag when assaying the patient sample for tp. The patient sample was re-assayed for tp and an expected result was obtained. The customer reported that quality control (qc) results were within established ranges prior to the event. After the event, the customer reported that qc results for several analytes were outside of their established ranges.